Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 600 mg/dl. Reportedly, the customer consumed carbohydrates based on the inaccurate cgm and bg elevated to 800 mg/dl. The customer attempted to administered a correction injection manually and experienced vomiting. The customer went to the emergency room (ER) and was treated intravenously with insulin and saline for diabetic ketoacidosis considered dangerous by healthcare provider. Customer was released from ER after 6 hours in stable condition, bg was in the 100 mg/dl range.